Manufacturer narrative:
The assignable cause of the event is a known limitation of the vitros ckmb slide assay. The results of the non-vitros fractionation indicate that 34% of the total ck enzyme in the sample consists of the macro type I isoenzyme. Per the vitros ckmb slide assay instruction for use (IFU), macro ck type I and type ii can cause falsely elevated vitros ckmb results. There was no indication the vitros ckmb microslide reagent or the vitros 5600 instrument malfunctioned.

Event description:
The customer reported higher than expected vitros ckmb results were obtained from a single patient sample using two different lots of vitros ckmb slides on a vitros 5600 analyzer, when compared to a non-vitros fractionation method. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Vitros ckmb slide lot 4935-0202-5258. Patient sample result of 104 u/l vs. The expected result of <16 u/l. Vitros ckmb slide lot 4935-0202-6522. Patient sample result of 104 u/l vs. The expected result of <16 u/l. The higher than expected results were not reported outside of the laboratory. There was no report of patient harm as a result of this event. This report is number 2 of 2 MDR's for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. (B)(4).